Manufacturer narrative:
One device was returned for analysis of complaint that pump will not alarm for occlusion even if pressure is higher than 2300 mmhg, 44psi, 3bar. Review of event log did not find replication of reported problem. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The downstream occlusion (dso) sensor was damaged and was malfunctioning. The reported issue was addressed by replacement of the dso sensor and dso seal. Resolution of the reported issue was able to be confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was stated that the pump will not alarm for occlusion even if pressure is higher than 2300 mmhg, 44psi, 3bar. There was no patient involvement.